Event description:
It was reported that during a surgical procedure the attempt to implant the intraocular lens (iol) was unsuccessful due to probable instability of the capsular bag, resulting in the lens dislocating and coming into contact with the posterior capsule. The iol could not be returned as it was cut and discarded. Customer indicated that the surgery was already a complication due to the after-effects of cataract, the sac was only partially present. Another lens type was placed. No intervention outside the standard of care was performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6) section h6 -health effect - clinical code: 4581 no code available (device dislocation) section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.